Event description:
Upon opening the device's box, it was noticed that the sterile seal of the outer tyvek pouch was found to be weak and the inner tyvek pouch was not completely sealed. The device never entered into the sterile field. Another device from the same lot was available and used to completed the surgical procedure. The pt was not harmed by the event. There was no delay in the surgical procedure.